Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they developed cellulitis after the surgery and they went to urgent care on their doctor's advice. The patient stated the doctor put them on an antibiotic and the urgent care nurse practitioner increased the dosage and today they have been on a higher dose of antibiotics and they were concerned that the infection they received was not improving. The patient said their symptoms started 2 days after their surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue. 2026-jan-07 (B)(4): additional information was received from the patient. The patient stated that they were not seeing much improvement at all since they had the implant put in. The patient stated they got a call on monday from their manufacturer representative, (rep), who explained that they came down with a bacterial infection after surgery and they have been more concerned about tending to that than working with the new system. The patient stated it doesn't say anywhere in the literature that they need to charge the devices separately. Reviewed therapy information and general programming guidance. The patient connected to the ins on the call and confirmed therapy was on and set at 0.4. Redirected to healthcare provider (hcp) to further address the issue. They will follow-up with them next tuesday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.